Manufacturer narrative:
Product complaint # (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown, and impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent unspecified breast surgery with unknown size unknown gel implants textured on both sides and experienced left side breast implant rupture after the left side implant got hit by the steering wheel after a car wreck and got really hard. The patient suffered bilateral capsular contracture; baker grade unknown, and right side impaired healing issue. As a result, the patient underwent bilateral explantation and replacement with catalog number 3505535bc; serial number (B)(4) on the left side, and with catalog number 3505535bc; serial number (B)(4) on the right side on (B)(6) 2012. This medwatch report is for the patient¿s right-sided device.